Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and insulin pump had hardware low level failure alarm. The customer blood glucose level was 28 mmol/l at the time of incident and other blood glucose value was 7.2 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature not was active at time of high blood glucose event. Customer treated with syringe the customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.